Event description:
It was reported that the patient presented in-clinic after receiving a patient notification. Upon interrogation, high impedance was noted. Low sensing and increased capture threshold were observed. Lead fracture suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.